Manufacturer narrative:
Vyaire complaint# (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that their vela ventilator alarmed ventilator inoperable (inop), motor fault, circuit disconnect, low expiratory volume and transducer fault. The customer confirmed there was no patient involvement associated with the reported issue. The customer determined the most likely cause of the reported issue is the main board.